Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery sys. It is unk whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not possible. The capsule was returned missing the soaker bulb and battery clip. The prod was clean and the problem appeared to be calibration.